Manufacturer narrative:
According to the customer on (B)(6) 2024 "there was a dead bug stuck to the esmark bandage". The customer reported "the doctor was wrapping up the leg and when they did, they found the dead bug on the esmark. The back table was then broken down and the staff got all new supplies and re prep the patients and then start with the case". The customer reported that this "delayed the day" and that anesthesia was involved but was unable to provide additional information. The customer reported that there was no serious injury. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024 , "there was a dead bug stuck to the esmark bandage".